Event description:
Information received by medtronic indicated that the customer reported the dose dial is difficult to turn and there is resistance in pushing the dose button. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
H6: type of investigation code-10 investigation findings code-3194 investigation conclusions -140: in31af. Customer reports: difficult to dial/dose. Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. However, successfully paired inpen to commercial app. Unable to perform functional testing due to physical damage. Inpen passed front cap investigation. Customer never paired inpen to mobile device. Therefore, unable to retrieve information from data studio. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of physical damage to dose button is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the follow up report in section g4 was submitted with incorrect 'aware date'. The aware date should be considered as '08-aug-2023'.